Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 150 mg/dl. Customer was getting a massage prior to the alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.